Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/21/2016 with the following findings: a review of the pump¿s black box data showed that the pump was running on an empty basal program from (B)(6) 2016 and from (B)(6) 2016 leading to an unacknowledged ¿empty active basal¿ alerts from (B)(6) 2016 which lead to an unacknowledged ¿empty active basal¿ alert for 7 days and then for 10 days. This lead to multiple ¿cs 177¿ low battery warnings in the pump¿s history. A review of the pump¿s black box data showed no evidence of a short battery life. There were multiple low battery warnings and replace battery alarms were observed in the pump¿s history due to discharged batteries being used with the pump. The battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the electrical current draws measured within specifications. The "battery life" issue from the original complaint was not duplicated during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board or to the cgm module. (B)(4).